Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Could you please clarify how many sutures got broken during this single procedure? Note: related events reported via 2210968-2023-01488.

Event description:
It was reported that a patient underwent a laparoscopic uterine suspension+right ovarian dissection+intestinal adhesion release+pelvic adhesion release+tension free vaginal suspension through obturator+vaginal anterior and posterior wall repair on (B)(6) 2022 and suture was used. During the procedure, the surgeon sutured the umbilical incision with suture, and the suture broke many times when tying the knot. The knot was successful after replacing the suture. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/17/2023 additional information: h6 the following additional information was received: after investigation, the patient underwent laparoscopic uterine suspension + right ovarian dissection + intestinal adhesiolysis + pelvic adhesiolysis + transobturator transvaginal tension-free mid-urethral suspension + anterior and posterior vaginal repair due to grade ii uterine prolapse, anterior vaginal wall prolapse and stress urinary incontinence on (B)(6) 2022. The surgeon used (B)(6) for continuous suturing of subcutaneous tissue of abdominal incision during surgery. The suture broke during knotting. The same situation occurred several times when the same lot of suture was replaced for suturing. The surgeon then replaced a new suture (specific product information was unknown) to complete the suturing. This event caused prolonged the operation time (specific extension time was unknown). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01487 and 2210968-2023-01488